Event description:
It was reported thrombus during the procedure occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned in the left atrium. An unknown pigtail catheter was in the access system and it was noticed that there was a clot on the pigtail. They anti-coagulated further and aspirated. The clot was removed and the procedure was aborted. There were no patient complications and the patient was discharged from the hospital. They will attempt another laa closure procedure at a later date.